Manufacturer narrative:
This event occurred in (B)(6). Medwatch field occupation - the occupation is lay user/patient.

Event description:
The patient stated that he received erroneous results when testing with coaguchek inrange meter serial number (B)(4). A sample from the patient was tested in the laboratory using the acl top werfen readiplastin method, resulting with a value of 4.8 inr. A sample from the patient was tested using the meter, resulting with a value of 3.6 inr. A sample from the patient was tested in the laboratory using the acl top werfen readiplastin method, resulting with a value of 2.76 inr. A sample from the patient was tested using the meter, resulting with a value of 2.20 inr. All measurements were performed within a 7 hour time span. No adverse events were alleged to have occurred with the patient. The patient's product was requested for investigation. Relevant retention test strips (lot 353498) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.